Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the delivery wire was found to be kinked/bent and the main coil found to be broken/fractured and kinked/bent. The functional testing was unable to perform as the device problem is unknown/clear; however, the friction was noted during advancing the coil through the introducer sheath to complete the analysis. The reported event could not be confirmed as the reported issue is unknown. There was no allegation of failure or malfunction against this device, therefore a labelling review and a risk analysis could not be performed. Although the device problem is unknown, it was noted that friction was experienced when advancing the coil through the introducer sheath to complete analysis of the device. An assignable cause of procedural factors was assigned to the reported event device problem unknown/ unclear, and the analyzed events main coil kinked/bent, coil introducer sheath friction and main coil broken/fractured during use, as the issue is associated with a product that meets stryker design and manufacture specifications and is likely to have been used in according with the dfu but due to procedural factors during use, the product performance was limited. The as analyzed defect coil delivery wire kinked bent was assigned handling damage as this issue is likely due to handling of the product in response to the friction issue noted.

Event description:
Analysis of the returned device found that the main coil broken/fractured. There was no clinical consequence to the patient as a result of this event.